Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle blood glucose meter. Customer reported a low reading 228 mg/dl which was lower than lab reading of 538 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. Visual inspection was performed on the returned meter and test strips and no issues were observed. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported receiving a low reading from their adc freestyle blood glucose meter. Customer reported a low reading 228 mg/dl which was lower than lab reading of 538 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.